Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
During a total gastrectomy procedure, the instrument jammed following its firing. The surgeon applied another device parallel to the jammed unit and the jammed unit was transected off. The hosp has reported that the pt's status is satisfactory.